Event description:
After lasik surgery on both eyes, I have had disabling pain. In my left eye, it lessened in a few months. In my right eye, it has gotten worse every year and requires different meds. It is excruciating and relentless.